Manufacturer narrative:
A complaint sample was not provided for evaluation. Consequently, the quality of the valve assembly could not be evaluated by the investigation. A thorough review of applicable manufacturing procedures and quality inspection plans did not identify any issues that may have contributed to the reported failure mode. All one-way valve assemblies are 100% functionally leaked tested during the assembly process. Based on feedback from the customer it appears that the valve may have been punctured, which may have contributed to the issue reported. No patient injury reported.

Event description:
Valve was displaced inside the catheter (blue object upstream in catheter) after a few weeks of use in patient. Due to inability to drain, catheter had to be replaced.